Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump froze and then alarmed with a button error. The patient's blood glucose at the time of incident was 158 mg/dl. The customer stated that before the alarm even occurred his buttons have been sticking for a while. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer declined to return his pump or receive a replacement pump.

Manufacturer narrative:
No frozen screen noted. Device time or clock moved. Device received with button error alarm and had unresponsive esc and act buttons due to corroded moisture damage keypad traces.